Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips was contacted regarding a quotation for diagnosis and the therapy knob. Philips will be considering this an issue of the therapy knob. There was no patient involvement.